Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this associated cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high pacing impedances of greater than 2000 ohms along with high pacing threshold of 4 volts. There was no noise reported on the lead and this patient atrial pace less than 2% of the time. Boston scientific technical services (ts) discussed troubleshooting options with boston scientific sales representative that they can consider getting a chest x-ray for the patient to check for anything grossly wrong with the lead. Ts also discussed atrial lead revision or continue monitoring if atrial lead sensing was still good. Additional information was received from the field representative that the cause was not determined. At this time, the crt-d remains in service. No adverse patient effects were reported.